Manufacturer narrative:
This event is being reported, because it occurred in a potentially biohazardous environment.

Event description:
In the process of troubleshooting, the customer flushed out a 10% bleach solution with a syringe and a small amount of the solution splashed into the corner of his eye. Customer reported that he was wearing eye glasses at the time of the incident. Customer stated he immediately flushed his eye with copious amounts of water at the eye wash station and reported the incident. He further reported no problem with his vision at that time. There was no impact to a patient as a result of this event. The instrument performed within specifications.